Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. In addition to the reportable finding documented in b5, the non-reportable evaluation findings are as follows: air/ water cylinder had discoloration, suction cylinder had discoloration, forceps channel port had a scratch, bending angle in up direction did not meet the standard value due to wear of the angle wire, plastic distal end cover had a scratch, light guide lens had a chip, adhesive on the bending section cover was detached, and universal cord had a scratch. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope had no image. The device was returned for evaluation. During the device evaluation, the plastic distal end cover foreign material in the exit of the jet tube was found. There were no reports of patient harm or injury. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Event description:
Additional information obtained revealed that no image was displayed prior to an unspecified procedure.

Manufacturer narrative:
B5: additional information has been obtained and provided. H10: per the customer¿s response, the device was reprocessed (without deviation from the instruction manual) before it was returned to olympus. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material on the c-cover at the exit of the auxiliary water channel could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. - IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.